Event description:
On (B)(6), 2011, a complainant alleged that after using caviwipes to clean her bedroom, she experienced watery eyes and difficulty breathing. The complainant went to the hospital where she received benadryl and ventolin (albuterol) to treat her symptoms.

Manufacturer narrative:
The complainant alleged that after using caviwipes to clean her bedroom, she experienced watery eyes and difficulty breathing. Two days after the onset of her symptoms, the complainant drove herself to the hospital where her symptoms were diagnosed as an allergic reaction. While at the hospital, she was given benadryl and ventolin (albuterol) to treat her symptoms. She was also given a prescription for ventolin and instructed to take over-the-counter anti-histamines for her symptoms after leaving the hospital. X-rays were taken of the complainant's lungs and were found to be fine. The complainant stated that she is now feeling better. No product was returned for evaluation; therefore retain samples were tested and found to be within product specifications. A review of the manufacturing records indicated that there were no deviations from the manufacturing process. It can therefore be concluded that this incident was not a result of a product failure. Tested retain samples from same lot.